Manufacturer narrative:
Initial.

Event description:
It was reported that a user requested a factory reset of an ilet system due to postprandial blood glucose spikes followed by rapid declines, leading the user to frequently pause insulin delivery despite multiple infusion set and supply changes and no observed tubing issues. Symptoms included hyperglycemia with perceived rapid glucose declines that the user intervened on before reaching hypoglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of pump reports and user-reported history. Investigation of this case revealed that the device¿s automated insulin modulation was pausing insulin in response to detected downward glucose trends, while frequent manual pump pauses interfered with the system¿s learning and adaptation; no device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user interaction and therapy settings potentially contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.